Event description:
Information was received indicating that this ambulatory infusion pump is emitting double beep no cassette alarm. It was also reported that the pump gave error code "lec 1310". No adverse effects were reported.

Manufacturer narrative:
One cadd legacy vip pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of double beep no cassette was not verified. The event log shows no related issues. Service will replace the downstream occlusion sensor as a precaution. Use testing was performed. The problem source is unknown.